Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.